Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. During the procedure, the heparin flow of the catheter was clogged. The catheter was removed from the patient and noticed that there was no flow of saline going through. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. During the procedure, the heparin flow of the catheter was clogged. The catheter was removed from the patient and noticed that there was no flow of saline going through. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has been received for analysis. During product analysis irrigation was not able in any state, and there was a kink in the flush lumen. Based on all available information, boston scientific assigned the investigation conclusion code of "cause traced to device design" to the referenced event.